Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 was not open when trying to recovery. A field service engineer found that matrix full-height drawer 6 was not opening. The sensor heads were cleaned, allowing the customer to successfully recover the drawer. All drawers and slides were tested to confirm proper operation. The top cover was opened to check connections in the electronics drawer, and accumulated dust under the top cover was removed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open during recovery attempts. An audible click was heard; however, the drawer remains closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.